Event description:
Physio-control evaluated the device and found that it was unable to provide defibrillation therapy. The device internally dumped charged energy when the shock button was pressed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the energy transfer relay assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed relay assembly at the failure analysis center and found the cause of the malfunction to be open bridge contacts when the relay is energized.